Event description:
Customer's mother reported that her son's reservoir compartment was broken. The mother also stated the up arrow was unresponsive. Customer's blood glucose was unknown. The mother was unaware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had broken reservoir tube lip, missing reservoir o-ring, cracked battery tube threads, minor scratched lcd window, cracked display window corner and missing end cap sticker.(B)(4).